Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for an unknown indication and was treated with unknown antibiotics (doses, frequencies, and routes were not reported). On an unreported date in the month prior to death, dianeal therapies were discontinued. It was reported that the patient refused to have their pd catheter removed, refused to do hemodialysis and opted to stop dialysis (no further detail was provided). Subsequently, the patient passed away and the cause of death was not reported. It was not reported if the patient recovered from the peritonitis prior to death. No autopsy was performed. No additional information is available.